Event description:
The customer observed false elevated sodium when processing on alinity c processing module. The customer stated patient results sporadically were too high for sodium, such as 170; 185; 190 mmol/l. The patients were normal when repeated on another instrument: 138; 140; 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the instrument; however, a single definitive part could not be determined as the likely cause. The instrument service history review for ac04188 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Manufacturer narrative:
Section a. Patient information. No specific patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated sodium when processing on alinity c processing module. The customer stated patient results sporadically were too high for sodium, such as 170; 185; 190 mmol/l. The patients were normal when repeated on another instrument: 138; 140; 145 mmol/l. No impact to patient management was reported.